Event description:
It was reported that pump displayed malfunction code 12 and that issue recurred even after pump was reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting pump, was instructed to use multiple daily injections as backup therapy, and was advised on putting pump into storage mode, programming settings, and reconnecting continuous glucose monitor to replacement pump; pump was confirmed in warranty, replacement pump was arranged and shipped, and customer was instructed to return problematic pump within 10 days using prepaid label, which customer understood and acknowledged.